Manufacturer narrative:
Qn# (B)(4) the customer report of an extension line leak was confirmed through investigation of the returned sample. Visual inspection revealed one hole on the distal extension line. The hole appeared smooth and angled which appears consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter passed all relevant dimensional requirements. Based on the customer report and sample received, unintentional use error likely caused or contributed to this defect. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: brown port found to be leaking antibiotics. Line removed and replaced. No harm to the patient has been reported.

Manufacturer narrative:
(B)(4). The customer report of an extension line leak was confirmed through investigation of the returned sample. Visual inspection revealed one hole on the distal extension line. The hole appeared smooth and angled which appears consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter passed all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report and sample received, unintentional use error likely caused or contributed to this defect. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: brown port found to be leaking antibiotics. Line removed and replaced. No harm to the patient has been reported.

Event description:
It was reported that: brown port found to be leaking antibiotics. Line removed and replaced. No harm to the patient has been reported.

Manufacturer narrative:
(B)(4).